Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked total parenteral nutrition from the second y-site down from the bag. This was discovered during patient infusion. The set was changed and new fluids were ordered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: additional initial reporter phone no.: (B)(6) g1: device manufacturer address 1: (B)(6) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing were performed, no defects were observed. Additionally, a functional test with sterile water, a priming test and a 24 hour simulated use test were performed with no leaks observed. The reported condition was not verified. The sample met specifications. Should additional relevant information become available, a supplemental report will be submitted.